Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the patient presented to the emergency room with heart rates below the programmed lower rate of the implantable pulse generator (ipg). The device remains in use. No patient complications have been reported as a result of this event.